Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-apr-01. It was reported that the patient initially reported the event, and the event has since resolved. The patient's dose was increased and the patient got significantly better, the patient just needed a higher dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of baclofen at 100 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient went to hospital with increased pain and spasms. The patient's pump was implanted on (B)(6) 2019 and the patient went to the hospital on (B)(6) 2019. The patient's managing doctor went to the hospital and adjusted the patient's dose from 100 mcg/day to 125 mcg/day with no changes and then to 200 mcg/day. The patient reportedly still had not gotten relieved symptoms following these dose changes. An MRI of the patient was done and everything looked normal with the pump/catheter. It was confirmed that there were no issues with the programming and no issues noted in the logs. The patient's managing physician was going to follow-up with a pain doctor to help resolve the issue. The rep noted that the patient is a very anxious person and believes that they might not have been a good candidate for a pump despite having a successful trial. No further complications were reported.